Event description:
B braun IV malfunction. An 20 gauge IV was placed successfully in a patient until staff noticed bleeding around the IV insertion site. The site would not stop bleeding and only bubbles and air with blood were drawing from tubing. Tubing was then changed, but IV site continued to bleed. The IV had to be pulled out. Patient was very understanding and compliant. It was explained that this could've been an IV malfunction and not the patient's vein. This IV did not self-occlude as it should have to prevent the bleeding from the insertion site.